Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-3138-25, serial: (B)(4), description: lead extension kit 25cm. Model: sc-2408-74, serial: (B)(4), description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient had pain and discomfort with inflammation at the ipg site. Based on the physicians preference the patient underwent a revision procedure wherein the ipg was relocated after the physician cleaned the ipg with betadine. A culture of the ipg pocket was taken, the results are unknown. The physician decided to remove the lead extension, of which malfunction was not suspected. The physician also noted that the lead was visually damaged. One of the contacts was out of place and a wire was noted to be protruding from the lead. The physician elected to leave the lead in place. The patient is happy with the stimulation post operatively.

Manufacturer narrative:
The results of the culture test taken on (B)(6) 2018 were positive for staphylococcus at the ipg site, and the patient was placed on antibiotics. The physician will conduct monthly blood cultures and an echocardiography.

Event description:
A report was received that the patient had pain and discomfort with inflammation at the ipg site. Based on the physicians preference the patient underwent a revision procedure wherein the ipg was relocated after the physician cleaned the ipg with betadine. A culture of the ipg pocket was taken, the results are unknown. The physician decided to remove the lead extension, of which malfunction was not suspected. The physician also noted that the lead was visually damaged. One of the contacts was out of place and a wire was noted to be protruding from the lead. The physician elected to leave the lead in place. The patient is happy with the stimulation post operatively.

Manufacturer narrative:
Additional information was received that the culture results of the (B)(6) 2018 revision were sterile, however the patient had negative results in a subsequent blood test. Dr. (B)(6) elected to explant the entire system in an explant procedure on (B)(6) 2018 due to a suspected infection. The lead was sent to the facility clinic for testing, the results are not available. The physician does not feel the device was the cause of the possible infection, and all components were removed from the patients body.

Event description:
A report was received that the patient had pain and discomfort with inflammation at the ipg site. Based on the physicians preference the patient underwent a revision procedure wherein the ipg was relocated after the physician cleaned the ipg with betadine. A culture of the ipg pocket was taken, the results are unknown. The physician decided to remove the lead extension, of which malfunction was not suspected. The physician also noted that the lead was visually damaged. One of the contacts was out of place and a wire was noted to be protruding from the lead. The physician elected to leave the lead in place. The patient is happy with the stimulation post operatively.

Manufacturer narrative:
Additional information was received that the physician does not feel the device was the cause of the possible infection. All components were removed from the patients body. The patient will be followed by the physician and have monthly blood cultures and an echocardiograph. The devices were discarded and are not available. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had pain and discomfort with inflammation at the ipg site. Based on the physicians preference the patient underwent a revision procedure wherein the ipg was relocated after the physician cleaned the ipg with betadine. A culture of the ipg pocket was taken, the results are unknown. The physician decided to remove the lead extension, of which malfunction was not suspected. The physician also noted that the lead was visually damaged. One of the contacts was out of place and a wire was noted to be protruding from the lead. The physician elected to leave the lead in place. The patient is happy with the stimulation post operatively.